Event description:
This complaint was initially reported to isi for unrelated problem associated with the patient side manipulator (psm) arm. Upon review of the da vinci system log review, an intuitive surgical inc. (Isi) field service engineer (fse) observed multiple 23022 errors on axis-2 of the (psms) arms. The system was repaired by replacing the affected arms. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The patient side manipulators (psms) were returned to isi and were analyzed. Failure analysis investigation found both arms failed the in-house weight brake drop test. The axis-2 brakes were replaced and the arms were upgraded with new shaft, gear, and bearings to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the (psms) arms failing the brake weight drop test during failure analysis investigation.